Event description:
It was reported that the device was exhibiting post-paced t-wave oversensing. Programming changes were made. Few weeks later via remote transmission, patient received inappropriate shock for atrial fibrillation with supraventricular tachycardia. Programming changes were made and no further issues were reported. Device remains implanted.

Event description:
New information notes that via remote transmission non-sustained lead noise due to post-paced t-wave oversensing was observed on stored egm. Further programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.